Event description:
It was reported that when the lead was taken out of the package, the customer recognized a deviation of the lead, near the first pole. Another lead was used for the surgery, which went well. The device was not used with a patient due to the deviation recognized.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stimulator lead found a bend at the distal end (new out of the box).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.